Event description:
Customer reported receiving a reading of 349 mg/dl and took medication based on this result. Customer's neighbor found pt passed out shortely afterwards. The paramedics were called and the customer was transported to the hospital. Customer was hospitalized for 27 days due to one kidney shutting down. Customer had also reported receiving erratic results of 161,285,219,375 and 125mg/dl on their freestyle meter. The results when plotted on a parkes error grid fell into the "a" and "b" zones showing the difference in values not to be clinically significant.